Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/24/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation confirmed that ¿up¿ and contrast buttons were responding intermittently while the ¿down¿ and ¿ok¿ buttons were functioning properly. Upon removal of the keypad, contamination was found under the ¿up¿, ¿down¿ and contrast button contacts.

Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue and unable to get past the verify screen. The reporter stated that up button was sticking and unresponsive, but there was no issue with other buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.